Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include 5592, and 5568. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: right atrial lead fixation type and lead position are associated with significant variation in complications. J interv card electrophysiol (2016) 47:313¿319.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients experienced pericardial effusion, perforation, tamponade, pericarditis, and pericardiocentesis. The article also reported that there were malfunctions including failure to sense, failure to capture, increased threshold, and lead dislodgment. Lead revision was required for multiple patients. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.